Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The manufacturer¿s representative (rep) reported when they met with the consumer they ran an impedance check with all electrodes on 8-15 being greater than 10,000 ohms. According to the rep. They thought ¿the type of scenario where one lead was all open was becoming more frequent.¿ no troubleshooting or interventions were done regarding the issue as the consumer was getting good therapy and no symptoms were reported. Relevant medical history includes spinal pain.